Manufacturer narrative:
Additional information received from the sales rep indicated that the entire wire was removed from the patient. The product was prep, and utilized per labeling instruction. Other than the reported event, no other damages were noted on the device. The target site was the left distal (sfa) superficial femoral artery proximal to the abductor canal. Access site was the right femoral artery. A contralateral approach was used. The vessel was highly calcified at re-entry site. Additional information will be provided within 30 days of receipt.

Event description:
Outback device was attempted in distal left (sfa) superficial femoral artery in order to re-enter from sub-intimal layer back into the true lumen. After the needle was release, upon withdrawal of the .014" abbott guide wire, it was noted that there was difficulty removing wire. Once the wire was removed, visual inspection revealed a damaged wire at the distal coil. Another wire was then used in the outback and several attempts to re-enter were not successful. Under fluoroscopy inspection during the use of the outback, there appeared to be a radiopaque dot located in the distal 1-cm of the outback device that was unidentified. The outback was removed from the patient, and the physician introduced a .014" guide wire into the outback device beginning at the distal tip and pushing it completely through the device emptying any potential contents onto the back table. There was nothing noted to come out of the lumen of the outback, but the physician was hesitant to re-use the device as there was question as to whether there was a piece of guidewire potentially somewhere inside the device lumen. The outback was retained to be sent to cordis for further inspection. The patient did not experience any adverse event associated with this device or the procedure.

Manufacturer narrative:
An outback re-entry catheter was utilized in the distal left superficial femoral artery. After the cannula was released and there was some difficulty encountered upon withdrawal of the .014" abbott guide wire. Upon removal, visual inspection revealed damage at the wires distal coil. Another wire was then used in the outback and several attempts to re-enter the vessel lumen were unsuccessful. Under fluoroscopy, there appeared to be a radiopaque dot located in the distal 1-cm of the outback device that could not be identified. The outback was removed from the patient, and the physician introduced a .014" guide wire into the outback device beginning at the distal tip and pushing it completely through the device emptying any potential contents onto the back table. There was nothing noted to come out of the lumen of the outback, but the physician was hesitant to re-use the device as there was question as to whether there was a piece of guidewire potentially somewhere inside the device lumen. The outback was not returned to cordis for further inspection. The patient did not experience any adverse event associated with this device or the procedure. Additional information received from the sales rep indicated that the entire wire was removed from the patient. The product was prepped and utilized per the IFU. Other than the reported event, no other damages were noted on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15066468 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
(B)(4).